Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customer declined troubleshooting, stating that he is sure his blood glucose levels went low because, his doctor changed the basal rates. The customer will work with his doctor on adjusting the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.